Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented for a routine generator change. It was noted that the right ventricular lead exhibited high capture threshold, high pacing impedance and intermittent noise. The lead was capped and replaced on 10 mar 2023. The patient was stable.